Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was taken to the hospital by ems due to a high blood glucose of 627 mg/dl. She had diabetic ketoacidosis and a hand infection. The patient was treated with insulin drip, IV fluids, and antibiotics. During troubleshooting the drive support cap appeared normal. The device was able to prime without incident. The insulin pump was not returned for analysis.